Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 360mm from the tip. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.

Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when analysis is complete.

Event description:
Boston scientific received information that this right ventricular (rv) lead had been exhibiting steadily rising pacing impedance measurements. Fluoroscopy identified a potential lead break. A revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.